Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, two tenaculums were used to seal off cervix, one at 3 o'clock, one at 9 o'clock and a speculum was also used. The heat up phase started and was completed with no leaking or alarms noted and the sheath and tenaculums were held with both hands by the physician. The case progressed into the ablation phase and at approx. 2.5 minutes, the physician removed his hand from the pt's right side but was still holding it with the left. With this movement, a small cervical leak of approx 3-4 cc's was noted and the procedure was immediately aborted and fluid cooled down. Upon removal of the sheath, a dime size burn was noted on the cervix and another burn (approx 1") was noted on the right, vaginal mucosa (degree of burns not classified). The burns were treated with silvadene creme and there were no further complications reported with this event.